Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy and a replacement pump was sent to the customer.